Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00304 and 3012447612-2017-00313 thru 3012447612-2017-00315.

Event description:
It was reported four final drivers were found to be worn. Additional details have been requested but have not been made available. This is report two of four for this event.

Manufacturer narrative:
The product was returned and an evaluation is in process. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Upon review of this file, it was found that this event was reported in error as this did not result in a death or serious injury and would not be likely to result in death or serious injury if it were to recur.